Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a keypad button response issue, internal corrosion, damage to the audio bolus button, and a display screen issue. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the battery compartment was found to be cracked. Evidence of moisture corrosion was found in the compartment. The keypad buttons were all unresponsive during testing and evidence of moisture corrosion was found on the internal components. The audio bolus button cover was torn, and when removed the contact was found to be damaged and corrosion was found. Additionally, the display screen was found to be dim. A test screen was installed and displayed normally.